Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2016-00473. It was reported the patient experienced a cerebrospinal fluid leak during a permanent implant procedure on (B)(6) 2016. The issue occurred when the doctor attempted to place the second lead. In turn, the doctor performed a blood patch and inserted the second lead in a different location. The patient was asymptomatic following the procedure. Note: both leads are being reported because it is unknown which device was associated with the cerebrospinal fluid leak.